Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient has alleged burning, smoke, electrical odor. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.